Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The useful life of freestyle freedom lite meter is 5 years. Since this device has been in distribution beyond its useful life as of the date of complaint, no further investigation activities are required. If the product is returned, a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test due to the adc meter not powering on with button press or test strip insertion. On (B)(6) 2019, the customer experienced a seizure and a loss of consciousness and had contact with an hcp who determined his glucose level was "almost 500 mg/dl". Customer was diagnosed with hyperglycemia and provided an unspecified injection for treatment over the following two days until (B)(6) 2019. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter (B)(4) was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. Meter powered on with button depression and insertion of retained strip. No malfunction or product deficiency was identified.

Event description:
A customer reported being unable to test due to the adc meter not powering on with button press or test strip insertion. On (B)(6) 2019, the customer experienced a seizure and a loss of consciousness and had contact with an hcp who determined his glucose level was "almost 500 mg/dl". Customer was diagnosed with hyperglycemia and provided an unspecified injection for treatment over the following two days until (B)(6) 2019. There was no report of death or permanent impairment associated with this event.